Event description:
Device #1 of 2: MFR. Reference : 1627487-2015-26164. Follow up information identified x-rays were taken and results are unknown. In addition, the patient underwent surgical intervention to remove and replace her ipg which resolved the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: MFR. Reference : 1627487-2015-26164. It was reported the patient was experiencing shocking at the lead site which moves down to her legs. The patient states the shocking is strong and uncomfortable. Lead diagnostics revealed multiple contacts with low impedances. X-rays may be pending to evaluate the scs system.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.